Event description:
Spacelabs received a report that alleges when the noninvasive blood pressure parameter is set to automatic mode, 30-minute interval, it will intermittently stop taking readings.

Manufacturer narrative:
This case was determined as reportable on (B)(6) 2010 under 21 cfr 803.3 while preparing 3023361-2010-00083. Spacelabs is continuing to investigate this issue. The suspect monitor has been replaced. Spacelabs global technical support personnel have visited the site to try to reproduce the symptom and identify root cause. We have not been able to reproduce this symptom at spacelabs. We have not received any similar reports from any other sites. No one has been injured as a result of this alleged malfunction. We will provide a supplemental report once our investigation is complete.